Event description:
Symptoms/ae: arterial occlusion, endarterectomy. Time of ae: post vessel closure. It was reported that a physician, trained in the use of the proglide device, achieved right common femoral arteriotomy closure. Hours later the pt developed a blue, painful, right leg. Surgical exploration found the anterior and posterior femoral arterial walls were sutured together, resulting in arterial closure, as well as extensive thrombosis of the external iliac, superficial femoral, and entire right common femoral arteries. It was not determined if the thrombosis was acute or chronic. Extensive right femoral endarterectomy (thrombus and plaque) was performed and the pt recovered. Although requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.